Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device is not switching on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The biomedical engineer worked with the rse. The device needs a system on module (som) . The part is being sent to biomedical engineer for installation. No further action is required at this time.